Manufacturer narrative:
Investigation showed no remarks in our batch record review. The retention samples were tested; no foreign material was observed. No similar complaints have been reported in the lot number. A sample was returned for evaluation; investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm or injury" (no consequences or impact to pt). Product problem(s): "fiber was seen in the product" (foreign material present in device). A nurse reported that a fiber was seen in the product while it was being injected into the pt's eye. The physician was able to remove the fiber with no pt harm or injury. No additional intervention or treatments were required.